Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to intermittent bipolar tool detection. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy surgical procedure, the bipolar was not working, and attempts were made using several cautery cords on both ports. The instrument was intermittently detected, and the customer used the vessel sealer with the e-100 instead of the bipolar instruments. There was a need for further resolution by a field engineer. Troubleshooting steps were completed, and additional troubleshooting was required, potentially involving checking with a brand-new cautery cord or replacing the integrated electrosurgical unit (iesu) or erbe generator. The procedure was completed as planned with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported error was confirmed but not replicated. In error log, the m-36 and c-00 errors were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where it functioned as expected. The unit energized and cauterized, and all ports recognized instruments. The complaint was confirmed based on failure analysis. The probable root cause of error m-36 is attributed to installation issues preventing energy activation. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator.

Event description:
Refer to h11 for follow-up information.